Event description:
It was reported that the customer's bg value displayed as "low"; however, specific value was not provided. Cause of low bg was unknown. Reportedly, customer had a seizure and loss of consciousness. Emergency medical technicians were called by the customer¿s girlfriend, but upon arrival, the customer declined further medical care after emts conducted a fingerstick test. Reportedly, the customer consumed carbohydrates to address their decreased bg. Additionally, the customer reported they had a headache after they regained consciousness. Recommendation was made to consult with a healthcare provider to discuss diabetes management.